Event description:
A 5mm diameter * 17 mm length medtronic ave billary stent was inserted into a 6f sheath in the axillary artery and to the severely calcifed target lesion in the superior mesenteric artery. There was no predilation performed to the target lesion. It was not possible to cross the target lesion, therefore, the stent and delivery system were pulled back into the tip of the sheath, where it caused the stent to displace on the stent delivery balloon. A second arterial puncture was employed to successfully snare the stent from the artery(indicating that the stent had dislodged from the stent delivery balloon). The physician did not follow instructions for removal of an undeployed stent when the stent was pulled into the sheath. Another stent was placed at the target lesion, successfully. There was no additional clinical sequelae reported relative to the event.